Event description:
It was reported that in 2008 the patient fell down the stairs and broke their device. It was stated that the device was replaced. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), product type extension; product ID 3093-28, lot # v018296, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).